Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center and the customer's complaint was not duplicated. The device's downloaded event log was reviewed, and no ventilator inoperative alarm conditions were noted. A service required alarm condition indicating the battery was not charging was observed. The detachable battery was found to be defective and needs to be replaced to address the issue. Preventive maintenance was performed, and it was determined the internal battery needs to be replaced. Additionally, the filter cover was missing and needs replaced. The muffler assembly, air foam inlet filter and particulate filter need replaced per preventive maintenance protocol. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.